Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced a return of pain, high impedance of 24000 or higher on the 8-15 lead and contact 2, loss of stimulation, and the stimulator shut off and could not be turned back on. Additionally, a 'settings not available' message appeared on the controller. The patient attempted to troubleshoot by reprogramming to obtain adequate coverage of the painful area, which was satisfactory.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016. Product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.